Event description:
It was reported that the recently implanted reveal implantable cardiac monitor was undersensing and detected several episodes of false asystole. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory indicated rv (right ventricular) undersensing information. The analyst commented, clinician manual states: loss of contact between the device electrodes and pocket or muscle tissue may be indicated by a sharp deflection of the ECG signal followed by a gradual return to baseline, a lack of observable changes in the heart rhythm and rate before and after an asystole event, and observable ¿micro-signals¿ occurring at a regular interval of approximately 160 ms (the telemetry frequency of the device). False detections of asystole typically occur within the first few weeks after implant and are usually prevented by creating a tight pocket for the device. The attached episode is consistent with the behavior described above.